Manufacturer narrative:
Device code: 1494 - off-label use should be removed from previous medwatch report, as it's not applicable. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: at the latest discussion with the surgeon, the surgeon believes that it is possible he mistakingly implanted the lens meant for the patient's other eye. The surgeon isn't considering exchanging the lens. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the sphere to be out of specifications. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm512.1, -08.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Refractive surprise was observed, the lens was removed and replaced on (B)(6) 2019 and the problem was resolved.